Event description:
A report was received that a patient was experiencing pocket discomfort. The physician revised the patient's pocket site to a more comfortable location. Nothing was implanted or explanted the patient is reportedly doing well following the procedure.